Event description:
A customer contacted baxter's global technical service center to report a bag falling off the homechoice (hc) machine during day fill. The bag had fallen off the spike and onto the floor. The home patient (hp) ended therapy and started over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated he had 3 bags stacked on top of one another leaning against a chest of drawers. One of the bags shifted, fell off, and un-spiked. The hp then clamped off the line and disconnected. The incident has not re-occurred since. The hp stated he saw no defects with the cassette or bag. The hp has been doing fine and continuing therapy on the cycler as usual. Product surveillance advised the hp on (B)(6) 2010 to not stack the bags and stacking the bags is advised against in the user's manual. Stacking the bags could cause the bags to fall and potentially disconnect in the future.

Manufacturer narrative:
(B)(4). No sample is available: the device was discarded and no companion sample was available.